Event description:
A hospital reported that the rt210 breathing circuit "smelled like it was burning". No patient consequence was reported.

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation. Our records indicate that no other complaints of this nature have been received for the given lot number.